Event description:
The report received from the database indicated that approximately six (6) months after the index procedure, the patient had routine angiography done during the follow-up time period. The patient was asymptomatic. The patient was found to have a 50% peri-stent restenotic lesion proximal to the previously implanted cypher select plus 3.0 x 8 mm stent. The flow was timi 3. The stent was implanted in the proximal circumflex target lesion. The restenosis was treated by implantation of another cypher select plus 2.75 x 8 mm stent. The event was reported to be moderate in severity and not a serious adverse event (sae). The relationship of the event to the study device was unrelated and to the procedure unlikely. The outcome information was reported to be complete and the event was resolved without sequel. The other cypher select plus stent implanted in the proximal left anterior descending (lad) during the index procedure had no in-stent or peri-stent restenosis, or aneurysm at the site reported. Ivus was not done for either lesion. The patient was reported to be complaint with this antiplatelet therapy.

Manufacturer narrative:
The indication for the index procedure was stable angina and a positive stress test, either bicycle or treadmill. The patient was reported to have three-vessel disease and had two lesions treated during the procedure. There was no reported planned staged procedure. Lesion #1-1: the target lesion was the proximal lad. The lesion was reported to be: 3.0 mm vessel diameter, 25 mm in length, a 60% stenosis, de novo, a bifurcation lesion, not otial or totally occluded, smooth, a readily accessible proximal segment, angle of greater than 45? And less than 90? (>45? And <90?), eccentric, heavily calcified, absent of thrombus, and type c. The lesion was pre-dilated with a 2.5 x 12 mm balloon at 16 atm. A cypher select plus 3.0 x 28 mm stent was implanted electively at 16 atm. A satisfactory result was obtained. The stent was not post-dilated. The residual stenosis was 0%. Lesion #1-2: the target lesion is the proximal circumflex. The lesion was reported to be: 3.0 mm vessel diameter, 8 mm in length, a 75% stenosis, de novo, not a bifurcation/ostial or total occlusion, smooth, a readily accessible proximal segment, location in a severe bent point greater than 90? (>90?), eccentric, heavily calcified, absent of thrombus, and type b2. The lesion was pre-dilated with a 2.5 x 8 mm balloon at 12 atm. A cypher select plus 3.0 x 8 mm stent was implanted electively at 16 atm. A satisfactory result was obtained. The stent was not post-dilated. The residual stenosis was 0%. The patient was discharged two (2) days after the index procedure on aspirin 100 mg daily permanently, clopidogrel 150 mg daily for six months, statins, an ace inhibitor, and beta-blocker therapy. A follow-up phone contact at the one-month period reported to patient was asymptomatic and continuing his medical regimen. No surgical procedure has taken place since the last visit. A patient visit at the six-month period reported the patient was asymptomatic and continuing his medical regimen. No surgical procedure has taken place since the last visit. Please note that device is distributed outside the united states, however it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted 30 days upon receipt.